Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.

Event description:
It was reported that the patient experienced a syncopal episode and had reported ventricular tachycardia/ventricular fibrillation. The device and lead were removed due to the presence of infection. It was further reported that the patient had received shocks, but it was "not clear whether appropriate." The system was not replaced. No further patient complications have been reported as a result of this event.